Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number was not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified higher reading with freestyle libre 2 sensor, as compared to a competitor meter. The customer reported experiencing symptoms of "powerless" and lost consciousness. The customer was able to come to consciousness by himself and self-treat with plum jam. There was no report of death or permanent injury associated with this event.